Event description:
The customer reported false positive antibody screening tests of two patient samples with biotestcell 1&2 in solidscreen ii on tango. Two patient samples that had caused false positive test results were sent to us for investigational testing and the supposedly defective product was returned, too. Our quality control laboratory is still testing the customer's material with different samples and controls. As soon as this testing is completed, we will send in our final report. There is no indication for a malfunction of the affected tango optimo.

Event description:
The customer reported false positive antibody screening tests of two patient samples with biotestcell 1&2 in solidscreen ii on tango optimo. The patient samples that had caused false positives were sent to us for investigational testing and the supposedly defective product was returned, too. Upon arrivel of the the complaint samples at bio-rad, the biotestcell 1&2 lot was already expired. Retesting of our quality control laboratory yielded negative results, but the cell buttons showed a fuzzy surrounding. The two patient samples were also tested in the 3-phase tub technique and yielded negative results. Furthermore the patient samples were tested in the gelsystem: one sample reacted negatively, the second sample showed a questionable result. Further testing of the samples was not possible because the material was spent. Additional testings of the supposedly defevtive product with positive and negative controls and samples yielded in correct results. Occasionally, the negative results would show a diffuse cell button and a fuzzy surrounding. But at that time this testing was conducted, the supposedly defective product was already expired. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.